Event description:
It was reported that an alert for long charge time was observed via a merlin.net transmission. The patient was brought into the clinic and several capacitor maintenances were performed, which all timed-out. Device was explanted and replaced. Patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image and was due to capacitor maintenances. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.